Manufacturer narrative:
Analysis was performed on the returned device and the reported ¿suture with the formed knot came out with the device¿ was confirmed based on the returned suture condition. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as a venotomy closure of the right common femoral vein with a prostyle device using the pre-close technique via an 8f sheath hole prior to a non-abbott pacemaker implantation procedure. Reportedly, after deployment, the suture with the formed knot came out with the device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 23f and the non-abbott pacemaker implantation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.